Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: x-rays and surgical notes of the surgery performed in (B)(6) 2010 have not been provided. Dislocation may be caused due to one or a combination of the following factors: malpositioning of the hip replacement implants; neuromuscular problems or other medical conditions; excessive weight gain or physical activity; failure to preserve the strength in the abductor muscles; failure to restore leg length and / or proper tension of the tissues around the hip; poor quality of bone; alcohol abuse; prior surgery or fracture through the hip joint. This is not an exhaustive list. No cause analysis can be performed with the available info. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened, zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in (B)(6) 2010 and that the devices dislocated after the pt fell and that reduction was performed.